Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module for six patients. Patient 1's initial result was 179 mmol/l, and the repeat result on another analyzer was 134 mmol/l. Patient 2's initial result was 166 mmol/l, and the repeat result on another analyzer was 139 mmol/l. Patient 3's initial result was 178 mmol/l, and the repeat result on another analyzer was 140 mmol/l. Patient 4's initial result was 179 mmol/l, and the repeat result on another analyzer was 139 mmol/l. Patient 5's initial result was 174 mmol/l, and the repeat result on another analyzer was 145 mmol/l. Patient 6's initial result was 155 mmol/l, and the repeat result on another analyzer was 139 mmol/l. The questionable results were repeated because the customer found them to be "significantly abnormal."

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) performed an intensive system inspection and replaced various components (some with leaks and crystallization) of the detergent and cuvette washing system. Test runs were completed, and proper functioning of the device was confirmed. The investigation determined that the service actions resolved the issue.